Event description:
It is reported that the nail fractured at the prox hole. The surgeon thinks that non-union caused extended load on the nail implant.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: if the bone was not properly reduced during surgery, or if the pt was noncompliant or had poor bone quality, non-union might have taken place. No prod was returned for further eval to determine mode of failure. Based on info provided in the complaint packet. A likely root cause of the nail breaking cannot be determine. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the prod failed to meet specifications. The investigation could not verify or identify any evidence of prod contribution to the reported problem based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.